Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: air in line during use detailed inquiry description: an air in line alarm for levophed caused a delay in the infusion. Air bubbles were seen in the line. The nurse stated she kept hitting restart, but the pump kept alarming. The pump was primed and another air in line alarm was received. The nurse stated that she did observe small air bubbles in the line. During this delay the patients bp dropped, and the patient went into cardiac arrest. The nurse got a new bag of levophed and new tubing. The line was setup in another pump and an air in line alarm was received. Bubbles were seen in the line. The line was reprimed, and medication was infused. The patient's cardiac arrest was resolved, and the blood pressure stabilized.